Manufacturer narrative:
Additional information in section b investigation result: two mz1000 china samples were received without packaging for investigation. No residual fluid was present and no connecting product was available to aid the investigation. The customer reported that the affected sample was from lot 24036030 and that "the product had a broken connection during use, resulting in liquid leakage." The customer confirmed that the leakage was observed after 8 hours of infusion. A visual inspection of the returned samples confirmed the customer's experience where a hairline crack could be seen on the female luer adaptor (fla) of both maxzero's. The samples were also subjected to leakage testing using a 50ml bd plastipak syringe; leakage of air bubbles were observed on both components from the cracks. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24036030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
Additional information: nf, 24 dec 24: please confirm the make and model of the connecting product(s)? Wego infusion set please confirm how the fault was identified? Leakage during infusion please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? There is visible damage, visible cracks at the port please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Infusion for 8 hours.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
¿It was reported that the bd maxzero needleless connector had a broken connection during use, resulting in liquid leakage. The number of affected products was two. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that the product had a broken connection during use, resulting in liquid leakage. The number of affected products was two.